Event description:
It was reported that the screw broke during insertion. The broken piece was not removed from the patient and nothing was inserted on top of it. Surgeon stated about 13mm of the implant remained. Procedure was an acl. The surgeon tapped prior. Another implant was not inserted as he felt the fixation was stable and was satisfied with the repair. Patient is fine to date. This is one of three similar events involving the same device from the same facility and by the same surgeon.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The broken device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. One device returned include a broken interference screw. Screw is broken at approximately the 4th. Thread from the head of the screw. The most likely cause of the event is as revealed in a post-evaluation follow-up which showed the surgeon was using a driver with a bent tip when he did this surgery. Since then, the driver has been replaced and discarded. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.